Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-09149, 2134265-2017-09181 it was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Access was obtained via the femoral vein, into the inferior vena cava and then transseptal into the left atrium. A double curve watchman ® access system was introduced into the left atrium, then they navigated the impulse pigtail catheter through the was and took an angiogram images. Once they correctly positioned the was, as slowly as they could in the anterior lobe of the appendage, they prepped the first 24mm watchman ® laa closure device. Before they inserted the 24mm wds they noticed a kink at the distal portion of the was. They thought they could get the wds through the kinked and turned out that was unsuccessful. They removed the wds from the was, then pulled the was back out of the appendage and into the left atrium and put a wire into the left ventricle. Sweeps were performed and there was no pericardial effusion. A new was along with the pigtail catheter were advanced into the laa. The second 24mm wds inserted and deployed into the appendage. Echocardiogram images revealed that the closure device was positioned too distally and wasn¿t covering the entire lobe. They then did a partial recapture of the closure device and moved it out of the appendage and moved it more proximally in the appendage. They redeployed the closure device and imaging revealed that the device was canted within the appendage and was too proximal on one side. They fully recaptured the second 24 mm closure device. Sweeps were performed after the partial and full recapture and there was no pericardial effusion. They decided to upsize to the 27 mm closure device. At this time, they inserted a pigtail and navigated the double curved was back into the appendage. The echocardiogram physician did a sweep of transgastric view of the left ventricle as well as the four-chamber view of the heart and noticed that there was not a pericardial effusion. The was was advanced into the anterior lobe of the laa and the 27 mm closure device was deployed. Visualizations was completed via echocardiogram and they decided that it met the pass criteria. They released the device and pulled the was and wds out of the left side of the heart. After they closed the groin with a ¿ purse-string¿, a final echocardiogram was performed to look at the four-chambers of the heart before taking the probe out since the procedure was completed. However, they noticed an effusion at first, it measured 1 cm and they decided to just sit and watch the patient within the room, to make sure it wasn¿t going to get bigger. They also gave protamine to reverse the heparin they had given at the start of the case. After about twenty minutes, another echocardiogram was completed, they looked at the four-chamber of the heart again and they noticed that the effusion was growing and measured 1.6 mm. The patient also started to become hypotensive. They decided to do a pericardiocentesis. They got access to the pericardium and drained 320ccof fluid and decided to leave the pigtail catheter in the pericardial space to continue to drain just in case the effusion decided to re-accumulate. Before the patient was transferred to ICU, the patient had another hypotensive episode and they were able to suck out another 100cc of blood from the pericardium and then his pressure normalized back to baseline which was about 120/70. The patient was moved to the ICU and was doing well. They didn¿t have to drain any more fluid off. They were able to take the drain out the following afternoon and the patient was extubated and was discharged to telemetry later that day. The patient was monitored in telemetry for one day and discharged the next.